Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the endotracheal tube malfunctioned during surgery. It is unclear if it¿s the tube of the box that is malfunctioning or defective. There was no known patient impact.